Manufacturer narrative:
The pump was returned and analysis revealed a high resistance battery.

Event description:
Information was received from the 34 year old male patient via the manufacturing representative, receiving intrathecal lioresal 2000mcg/ml at 800mcg/day (start date of (B)(6) 2016) via an implantable infusion pump. There were no concomitant medications taken at time of the event. The medical history included spastic quadriplegic from cerebral palsy. It was reported that on (B)(6) 2015, according to the logs the patient's pump went into safe state and the patient placed in-patient. The pump was replaced on (B)(6) 2016. The issue was resolved at the time of this report. The patient status at the time of this report was "alive- no injury." Additional information received from the health care provider (hcp) reported that the cause for the safe state was not determined. The pump had been returned for analysis. Logs that were returned indicated that the estimated elective replacement indicator (eri) was 22 months. The logs revealed that a reset, reset-low battery, and safe state occurred on (B)(6) 2016 at 12:10. Pump in safe state was again logged on (B)(6) 2016 at 12:44. No symptoms were reported.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. After analysis and review, the previously reported eval code-conclusion was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.